Event description:
During a routine dialysis treatment, multiple arterial air alarms occurred. The pt's treatment was terminated without attempting to resolve the alarms. Manual rinseback was not performed resulting in a 210cc blood loss. There was no pt injury. There was no medical intervention required.